Manufacturer narrative:
(B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2017, the patient experienced drainage from the stoma which had cleared up after treatment of antibiotic keflex. Later in (B)(6) 2017, the patient developed a milky white substance draining around the stoma and was treated with three rounds of antibiotic keflex with no improvement. A relative reported that the patient had a stoma infection twice in the (B)(6) 2017 and was placed on keflex for one to two days initially, then had another round of keflex for three to four days, and the last round had the patient on keflex for 14 days. The patient had an abdominal CT with contrast which revealed slight area of inflammation around the skin but no abscesses or fluid collection. The patient was also treated with soap and water and occasional neosporin ointment. At the time of report, the patient continued to have the milky white substance leaking at the stoma site.